Event description:
Post op a realize adjustable gastric band pt presented to the office with small seroma without signs of infection. She was started on bactrim os 160 mg daily for 7 days. Pt presented to the ER in 2009 with abdominal pain at the port site and syncopal episode. Pt had a history of syncope. The physician noted the swelling at the port site and drained 50 cc of straw colored fluid. Culture was obtained but was never sent to microbiology by the ER dept. Pt continued to complain of pain on regularly scheduled office visit at 6 days later, but the surgeon found no evidence of problems at the port site and pt received 3cc fill. At about 4 days later, pt presented to the office with a fever of 102 and severe abdominal pain now in her epigastria area. She was admitted to the hosp in the same day, started on IV levaquin and flagyl. CT scan revealed area of fluid collection around the band. The band was explanted. Two days later, upper gi revealed small area of leak from gastric fundus where the band was removed. The pt remained clinically stable, but leak on ugi continued. An esophagal stent was placed endoscopically about 2 days later. Subsequent ugi shows resolution of leak.

Manufacturer narrative:
Info anticipated, but unavailable at this time.